Event description:
It was reported that during the first device check post implant there was a suspected right atrial (ra) lead dislodgement, this was later confirmed by chest x ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.